Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation: reportedly, patients identification cards were missing in the packaging box of two pacemakers. Review of the manufacturing records associated to the packaging operation of the subject devices revealed that the devices were manufactured and released following all applicable procedures. The absence of the patients identification cards most probably resulted from an isolated oversight by the operator when inserting the cards into the boxes. A re-training of the operators will be performed in order to prevent recurrence of this issue in the future.

Event description:
Reportedly at qc inspection it was found that the patient identification cards of two pacemakers were missing in the accessory bags.